Event description:
Olympus was informed that at the beginning of a therapeutic procedure, the loop broke off and fell inside the patient. The physician decided not to retrieve the fragments from the patient due to the risk of patient harm. A bladder irrigation was performed hoping that the fragments will be flushed out. There was no patient injury reported. The procedure was completed with another device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number in as 13346p02l001 and provide the investigation results for the device. The evaluation of the device found that the loop was broken off at the distal tip. The broken tip was not returned for evaluation. There was also evidence of char marks and stains noted on the yellow and blue filters from the distal end of the device. This type of damage can occur when the loop wire comes in contact with metal surface while the device is being activated. The instruction for use states, "do not activate the electrode release button when operating the instrument. If the high frequency current is activated, spark discharge may occur and the instrument might be damaged."